Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's insertion site infection. Release records and sterilization records were reviewed and the product met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
It was reported that the customer felt pain in her arm and elbow. Post removal of the device, the customer discovered redness on her arm and elbow. Physician treated the patient with I & d (incision and drainage) due to the presence of puss. Additionally, the patient was prescribed antibiotics for wound treatment.